Manufacturer narrative:
Insulin pump programmed with multiple boluses and basal rate and all registered properly in the daily total history noted. No basal anomaly or bolus history anomaly noted. Unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. Unable to perform the occlusion test due to prime anomaly. Insulin pump received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had high blood glucose. Customer's blood glucose was 477 mg/dl. Customer was vomiting and nauseous. Bolus delivery was not seen in bolus history. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.